Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the hospital records indicate that after the surgery, there was a change in mental status and transient cerebral ischemia. They did not mention if there was an issue with the system. Action/intervention for the event was a change of concentration from morphine 11 mg/ml to morphine 1 mg/ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare providers (hcps) and a company representative regarding a patient receiving morphine (11 mg/ml at 0.53 mg/day) via an implanted pump. The hcp reported that the patient came into the ER (emergency room) with some sort of an allergic reaction. Per the hcp, the patient was implanted with their pump yesterday and it was filled with morphine, and they wanted to verify if the symptoms might be related to the morphine, so they wanted to stop the pump, so no more morphine was infused. Options for stopping the pump were discussed. Additional information was received later the same day from an ICU (intensive care) nurse who stated that the patient¿s pump was implanted yesterday and early this morning the patient came to the ER and was hospitalized with an altered mental status. Per the reporter, a nurse put a magnet on the pump to stop it and they were wondering if the pump stopped and if it was still stopped. The reporter also stated that the hospitalist had spoken with the implanting physician, but she was unsure what was discussed. Additional information was received later the same day from a company representative who reported that an hcp reported that the patient was having overdose-type symptoms following their pump implant yesterday. He stated that the patient was opioid naïve, and that the pump was started on the lowest programmable dose. Per the reporter, the patient was currently in the hospital about 2 hours away from them and that they had put a magnet on the pump to stop it.